Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result with a single binaxnow covid-19 ag self test performed on (B)(6) 2025 on a nasal swab. The consumer reported a negative result at 15 minutes and a change to a positive result at 17 minutes during the read-time window (15-30 minutes). The consumer reported symptoms of chills, fever, and cough. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a conflicting result with a single binaxnow covid-19 ag self test performed on (B)(6) 2025 on a nasal swab. The consumer reported a negative result at 15 minutes and a change to a positive result at 17 minutes during the read-time window (15-30 minutes). The consumer reported symptoms of chills, fever, and cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A4: provided weight of 185 but unable to confirm kg or lbs. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000899242 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 0000899242, test base part number 195-430wl/ lot 899242. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000899242 showed that the complaint rate is (B)(4). Respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.